Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and a compromised force sensor system alarm. Customer's blood glucose was 261 mg/dl. The customer stated the compromised force sensor system alarm occurred after a motor error alarm was cleared. The customer stated the drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, unable to prime the pump during the prime test and gave a motor error alarm during the basic occlusion test due to a slightly loose drive support disk. No compromised force sensor system alarms were noted. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corners, a cracked reservoir tube, a broken belt clip slot, cracked battery tube threads and minor scratches on the lcd window.